Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for unreported indication. During hospitalization it was noted an alternative ¿orange cap¿ was found on the transfer set instead of a minicap. It was reported the transfer set was changed. The patient was treated with unspecified antibiotics for the event. Eight days after receipt of this report, the pd fluid was reported as clear. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.